Event description:
Four patients with discrepant creatine kinase mb (ckmb) or troponin t results reported. Patient 1, 3/30 initial ckmb 6.86 ng/ml, repeat 41.14 ng/ml. Patient 2, first sample 3/30 initial ckmb result 1.5 ng/ml, repeat 2.0 ng/ml; second sample 3/31 initial ckmb result 1.91 ng/ml, repeat 2.3 ng/ml; third sample 3/31 initial ckmb result <0.1 ng/ml, repeat 2.27 ng/ml. Patient 3, 3/31 initial troponin t result <0.01 ng/ml, repeat 0.12 ng/ml. Patient 4, 3/31 initial troponin t result <0.01 ng/ml, repeat 0.10 ng/ml. Initial results were reported, patients were not adversely affected. Field service representative found root cause to be hole in pinch tubing that was replaced. Performance tests were performed which were within specifications.